Event description:
On (B) (6) at approx 09:00 to 09:30, the evita 2 dura was found to be disconnected from the pt. The pt went into respiratory and cardiac arrest. The ventilator did audibly alarm but since the ventilator was in an isolated room, hospital personnel did not hear the alarm go off. The pt allegedly sustained brain damage.